Manufacturer narrative:
Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2007; 1056t, lead, implanted: (B)(6) 2007; 5076-52, lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that a pacing lead was "acting up." The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.